Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro user noted plastic material in evh tunnel. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25137322,25137391,25137542 the last 3 lots shipped to the account prior to the event date. There were no ncmr¿s for the reported lot number. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. No visual defects were observed on the jaws. A microscopic inspection was conducted. There were no signs of peeled silicon on both of the jaws. The heater wire was observed to be slightly flexed at the base and tip of the hot jaw, and remained attached to the hot jaw. Based on the return condition of the device, the reported failure mode "peeled jaw" was not confirmed but was confirmed for the analyzed failure "bent wire".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro user noted plastic material in evh tunnel. Nothing fell in patient. Harvester noticed plastic piece before it was used on patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.